Event description:
It was reported a 5f ultimum act introducer was placed in the right femoral artery. While attempting to insert the catheter, the hub of the introducer detached; leaving a portion of the introducer sheath in the patient. The detached portion of the device was removed with a hemostat and the patient was reportedly recovering.

Manufacturer narrative:
One 5f act ultimum introducer was received for evaluation. The sheath section was separated from the introducer hub. Microscopic examination of the separation site confirmed the sheath had detached at the base of the hub. No other anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Manufacturing process changes are being implemented to improve the ultrasonic welding process by redefining upper limit operating ranges, establishing energy damping measures, and requiring manufacturing personnel to record the set-up conditions at the beginning and end of every run. This device was manufactured prior to implementation of the manufacturing changes.